Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint odevice malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 39 indicating an insulin shaft encoder failure, resulting in interrupted insulin delivery despite multiple restarts, after which a replacement device was arranged. Symptoms included hyperglycemia with a reported peak over 400 mg/dl for approximately nine hours without acute complications. Outcomes included temporary loss of therapy requiring device replacement but no hospitalization, professional intervention, or backup therapy use; ketone testing was negative. Investigation included customer troubleshooting, data review through the mobile app, and receipt and inspection of the returned device. Investigation of this case revealed a persistent malfunction consistent with an insulin delivery motor/encoder fault, preventing successful rewind, which aligns with previously identified device component issues affecting the insulin drive system. It was concluded that the cause was a device-related malfunction of the insulin drive encoder.